Event description:
The wife of an (B)(6) pt called zoll customer support to report that the pt 's battery charger / modem was not powering up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/model sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation, the battery charger/modem was unable to power up. The cause for the failure was isolated to intermittent bga connections of flash memory chips u102 and u105. The root cause for the intermittent bga connections could not be positively identified, but the damage likely resulted from excessive stress on the charger / modem c/a board. No adverse event resulted from the intermittent bgas. The pt received a replacement battery charger / modem.